Manufacturer narrative:
The bx sonic is distributed outside of the united states. However it is similar to us distributed coronary stent delivery systems. The product remains implanted in the pt and is not available for eval and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Five units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record pths was generated for an out of control point above the upper control limit in the stent retention test. No action was taken since the results of the test were expected; the test depends directly in the size of the balloon/stent. The lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. A pths was generated for an out of control point above the upper control limit in the stent retention test; refer to the nonconformance section for detail. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Multiple attempts have been made to gather add'l info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
Two months after receiving a bx sonic stent in an unk artery, the pt returned to the hospital with symptoms and signs of acute coronary syndrome. Emergency cag was done which revealed in-stent stenosis. Pci was done successfully and an additional stent was deployed. The pt had been prescribed anti-platelet medications after the index procedure.